Event description:
Damaged haptic after implantation the doctor found the trailing haptic was broken around the tip after iol implantation. The iol was not explanted since it was stable. The haptic piece remained in the injector. Patient health implact: no health consequences or impact.

Manufacturer narrative:
This follow-up #1 emdr is being submitted to FDA for a reportable event that occurred outside of the USA. The report includes corrected information and additional information not available/included in the initial report. Corrected information: h3 - corrected to yes additional information: d9 - added date returned g6 - type of report - noted as follow-up #1 h2 - type of follow-up - noted for corrected information and additional information h6 - added codes for manufacturer's investigation: type; findings; and conclusion. Poretions of the product were returned to the manufacturer. The investigation was conducted, with the methods and results as noted below. No abnormalities were found in production and inspection records of the product. (Serial no.: (B)(6); model: py-60ad). The dye test result showed the injector tip was properly coated. Proper coating allows the lens to advance. We could release a re-installed iol from the returned injector without any problems. The exact root cause of the event was not determined. However, based on available information, we believe this event was not caused by our product quality. A review of the most recent complaint trending data indicates that no significant trends have been identified at this time and no CAPA is required as part of the product evaluation.

Event description:
Damaged haptic after implantation the doctor found the trailing haptic was broken around the tip after iol implantation. The iol was not explanted since it was stable. The haptic piece remained in the injector. Patient health implact: no health consequences or impact

Manufacturer narrative:
This initial report is being submitted to FDA for a reportable event that occurred outside the USA. Haptic damage is indicated as a potential malfunction related to the iol, as covered under the warnings section of the product's instructions for use (IFU). Regarding section h6 - manufacturer's codes for: type of investigation, findings, and conclusion are pending the completion of the product investigation. Once the product investigation is completed, a follow-up report will be submitted to FDA which will include the manufacturer's codes for type of investigation, findings, and conclusion.